Manufacturer narrative:
Refer to MFR: 3012307300-2018-08377.

Event description:
Information was received that the cadd ms3 during refill the patient reported the pump malfunctioned and half of the cartridge had broken off and became jammed in the pump. No reported adverse effects.